Manufacturer narrative:
(B)(4) final report. Patient experienced dislocation approximately 1 year following primary surgery. The patient received the use of ops plan ((B)(4)), psv, dha and the acetabular guide in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the functional hip analysis (fha) report ((B)(4)) which also employs the use of these functional x-rays is cleared by the FDA. The achieved acetabular cup positioning was determined to differ significantly from the planned acetabular cup positioning, however the surgeon was confirmed to have used the acetabular guide as intended during the primary surgery. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The manufacturer has conducted a root cause investigation into this event. The processing of the pre-operative planning provided to the primary surgery was reviewed. It was found that all processing was completed within manufacturing specification. The surgeon made additional comments that they believed the dislocation was due to unusual patient anatomy, as suggested by offset and leg length values measured in the pre-operative planning. The surgeon stated that by their assessment the dislocation was the result of unfavourable joint mechanics, the patient having very long legs, and the patient getting into unfavourable positions not recommended post hip replacement (i.e. Bending down too low). Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
(B)(4) final report. Patient experienced dislocation approximately 1 year following primary surgery. The patient received the use of ops plan ((B)(4)), psv, dha and the acetabular guide in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the functional hip analysis (fha) report ((B)(4)) which also employs the use of these functional x-rays is cleared by the FDA. The achieved acetabular cup positioning was determined to differ significantly from the planned acetabular cup positioning, however the surgeon was confirmed to have used the acetabular guide as intended during the primary surgery. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The manufacturer has conducted a root cause investigation into this event. The processing of the pre-operative planning provided to the primary surgery was reviewed. It was found that all processing was completed within manufacturing specification. The surgeon made additional comments that they believed the dislocation was due to unusual patient anatomy, as suggested by offset and leg length values measured in the pre-operative planning. The surgeon stated that by their assessment the dislocation was the result of unfavourable joint mechanics, the patient having very long legs, and the patient getting into unfavourable positions not recommended post hip replacement (i.e. Bending down too low).

Manufacturer narrative:
Cc-371 initial report patient experienced dislocation approximately 1 year following primary surgery. The patient received the use of ops plan, psv, dha and the acetabular guide in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the functional hip analysis (fha) report (k152893) which also employs the use of these functional x-rays is cleared by the FDA. The achieved acetabular cup positioning was determined to differ significantly from the planned acetabular cup positioning, however the surgeon was confirmed to have used the acetabular guide as intended during the primary surgery. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cc-371 initial report patient experienced dislocation approximately 1 year following primary surgery. The patient received the use of ops plan, psv, dha and the acetabular guide in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the functional hip analysis (fha) report (k152893) which also employs the use of these functional x-rays is cleared by the FDA. The achieved acetabular cup positioning was determined to differ significantly from the planned acetabular cup positioning, however the surgeon was confirmed to have used the acetabular guide as intended during the primary surgery. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.